Event description:
A device failure was reported on 7/24/95. A replacement unit was sent to the pt on the same day. It was reported that when the power switch was turned on the fuse blew as did the replacement fuse. This occurred after thirty-three (33) treatments. Upon return of the unit it was found that the bridge rectifier was inoperative. This problem has not occurred since 1/95.